Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
It was reported that this hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre dialyzer. The patient was at a regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 180/75, pule (p) 68, respiration (r) 16, temperature (t) 98°. The patient¿s treatment was initiated at 1139am utilizing the optiflux f160nre dialyzer. At 1209pm the patient reported flushing, throat tightness, and shortness of breath. The treatment was stopped, and the patient¿s blood was rinsed back. There was no estimated blood loss. 911 was activated. The patient was administered 500ml normal saline (ns), benadryl 25mg intravenous push (ivp), and solu-medrol 60mg ivp. Additionally, the patient was administered oxygen at 3l via nasal cannula. The patient was transported to the hospital via emergency medical services (ems). At time of transport the patient was awake and alert with the following vital signs: bp 159/72, p 62, and r 20. The patient was admitted to the hospital with a diagnosis of allergic reaction. During the hospitalization, the patient completed hd using a hypoallergenic dialyzer. There were no issues. The patient was discharged on (B)(6) 2025. The patient returned to the clinic on (B)(6) 2025 and the prescription was changed to use the nipro cellentia 17h dialyzer. Treatment was completed without complications. This was the second reaction for this patient. The first reaction occurred during the first hd treatment two days prior.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: based on the available information, there is a temporal and a likely causal relationship between the fresenius optiflux f160nre dialyzer and the patient¿s reaction (characterized by flushing, throat tightness, and shortness of breath) with the administration of benadryl, solu-medrol, and oxygen with subsequent hospitalization as the reaction was reported to have occurred during treatment. Although rare, hypersensitivity or anaphylactoid reactions to dialyzers are a known risk during hemodialysis. The exposure of the patient¿s blood to a foreign substance present in the extracorporeal circuit is the result of an immunoallergic response. This was further supported by the patient¿s symptoms not returning once the dialyzer was switched to the nipro cellentia 17h dialyzer. There is no evidence of an optiflux f160nre dialyzer product deficiency or malfunction, but rather a bio-incompatibility between the patient and the membrane material. However, although there is no allegation or evidence of a product malfunction or deficiency the optiflux 180nre dialyzer cannot be excluded as causing or contributing to the patient¿s adverse event.

Event description:
It was reported that this hemodialysis (hd) patient experienced a dialyzer reaction. The patient was utilizing the optiflux f160nre dialyzer. The patient was at a regularly scheduled hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 180/75, pule (p) 68, respiration (r) 16, temperature (t) 98°. The patient¿s treatment was initiated at 1139am utilizing the optiflux f160nre dialyzer. At 1209pm the patient reported flushing, throat tightness, and shortness of breath. The treatment was stopped, and the patient¿s blood was rinsed back. There was no estimated blood loss. 911 was activated. The patient was administered 500ml normal saline (ns), benadryl 25mg intravenous push (ivp), and solu-medrol 60mg ivp. Additionally, the patient was administered oxygen at 3l via nasal cannula. The patient was transported to the hospital via emergency medical services (ems). At time of transport the patient was awake and alert with the following vital signs: bp 159/72, p 62, and r 20. The patient was admitted to the hospital with a diagnosis of allergic reaction. During the hospitalization, the patient completed hd using a hypoallergenic dialyzer. There were no issues. The patient was discharged on (B)(6) 2025. The patient returned to the clinic on (B)(6) 2025 and the prescription was changed to use the nipro cellentia 17h dialyzer. Treatment was completed without complications. This was the second reaction for this patient. The first reaction occurred during the first hd treatment two days prior.